Manufacturer narrative:
A complete lead was returned in one piece measuring 46.3 cm.the reported event of damage due to crush injury was confirmed. Visual examination and x-ray analysis noted the lead to be compressed or damaged at 17.6cm ¿ 18.5cm from the connector pin due to clavicle crush forces.three filars of the outer coil were noted to be fractured in this region.the cause of the reported event was due to clavicle crush. During analysis, a failure event was observed which was unrelated to the reported event. External insulation abrasion was noted at 11.1cm ¿ 11.4cm from the connector pin, consistent with lead friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13660. It was reported that an insulation breach was noted on both the right ventricular and right atrial leads. Both the leads were explanted and replaced. The patient was stable.